Manufacturer narrative:
Additional info for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on 16-apr-2008: this currently (B)(6) female consumer received 2 injection treatments of injectable poly-l-lactic acid (sculptra) on unspecified dates in (B)(6) 2007 for cosmetic purpose. The consumer received the injections around both eyes, on the corner outer edge. She developed "large lumps"/"hard lumps" around both eyes, starting four to six months after the last injection. Her left eye has one "hard lump" that is approximately 0.25 inches width and 1 inch length. Her right eye has two "hard nodules," an oval shape that is approximately 1 inch in size. Details concerning reconstitution not known to reporter. Consumer reported that the doctor thinks poly-l-lactic acid is "lumping," so she was treated with saline injections to "break up" the lumps. She received a second saline treatment two months ago, and "it's not helping". Outcome of event reported as ongoing. Consumer reported that the doctor suspects event is "related to sculptra." Doctor suggested surgery to remove the lump, however, consumer refused. Lot numbers/expiration dates were not provided. Concomitant medication and medical history provided. Consumer also indicated that she was "not (B)(6)." Consumer has no known allergies. No further relevant info reported.